Event description:
The olympus representative reported (on behalf of the customer) that the rhino-laryngo videoscope encountered a water leak. There were no reports of patient harm. During evaluation of the returned device, it was found that the resin part of the image guide flexible pipe had fallen off and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of water leak was confirmed. Device evaluation found that due to a cut on the connecting tube, water tightness was lost. In addition to resin part of the image guide flexible pipe had fallen off finding, the additional evaluation findings are as follows: connecting tube had a dent, control unit had a scratch, scope cover had a scratch, up and down plate had a scratch, angulation lever had a scratch, forceps elevator lever(surgical products) had a scratch, switch box had a scratch, universal cord had a dent, universal cord had a scratch, light guide connector had a scratch, video cable had a scratch, video connector had a scratch, video connector case had a scratch, indication on light guide connector was not correct, and grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observe resin part of the image guide pipe fell off issue could not be determined, however, the issue was likely the result of physical and or chemical stress. Olympus will continue to monitor field performance for this device.